Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿check te pad¿ messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall off test. The cause of the failure was isolated to voltage levels of the u1 component of ECG ¿d¿ measuring out of specification, causing fault. The root cause for the defective u1 was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "check therapy pad" messages.